Manufacturer narrative:
Patient demographics for patient number two (2): (B)(6) female; date of birth: (B)(6). The customer did not provide patient demographics such as weight for the two (2) patients. The beckman coulter (bec) field service engineer (fse) noted the customer performed a one hundred (100) replicate ultrasonic level sense test which failed on reagent pipettor number two (2). The fse inspected reagent pipettor number two (2) and noted a crack in the reagent pipettor tubing. The fse removed and replaced the reagent pipettor tubing. The fse performed all ultrasonic adjustments and performed a passing ultrasonic level sense test. The fse ran a passing carryover test, system check and fifteen (15) replicate precision run on reagent pipettor number two (2). All verification testing passed within published performance specifications. In conclusion, the cause of the non-reproducible access accutni+3 results was due to a malfunctioning reagent pipettor tubing.

Event description:
The customer reported non-reproducible, elevated troponin I (access accutni+3) results for two (2) patients on the unicel dxi 800 access immunoassay system (serial number (B)(4)). The customer repeat tested the samples on the same unicel dxi 800 access immunoassay system and obtained lower results, within the normal reference range of the assay for one sample and above the normal reference range of the assay for the other sample. The customer repeat tested one sample on the access 2 portion of the unicel dxc 600i synchron access clinical system (serial number (B)(4)) and obtained lower results, within the normal reference range of the assay. The initial elevated access accutni+3 results were not reported outside the laboratory. There was no report of patient injury or change in patient treatment associated with this event. A beckman coulter (bec) field service engineer (fse) was dispatched to assess the instrument. Quality control (qc) information was not provided. The customer reported receiving resonance frequency (rf) level sense errors at the time of the event. The patient samples were collected in lithium heparin plasma tubes with gel. Sample processing information, such as centrifugation speed and time, were not provided.. There were no sample integrity issues noted.